Event description:
It was reported that during a da vinci-assisted surgical procedure, multiple instruments had not been recognized on universal surgical manipulator (usm) 4. The vessel sealer extend and stapler had been tried with the same outcome, and repeated attempts had sometimes been required for recognition or the instrument had been used on a different arm instead. Tse had reviewed the logs and had not found issues with arm 4 and had suspected the pogo ID pins on the arm as a possible cause. It is unknown how the procedure was completed and there was no reported injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). The unit was installed onto a golden system where the instrument recognition error was triggered indicating fault on the carriage, replicating the reported event and confirming the fault occurred in the field. Once testing was completed, the axes controller, carriage rfid (accr) assembly was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the accr assy was found to be the probable root cause of the reported event.